Event description:
It was reported that the procedure was to stent the intermediate into left main arteries; circumflex (cx), left ascending diagonal (lad) and intermediate all had guide wires placed. Post stent deployment and post dilatation without issue, the procedure came to an end and the cx wire & lad wire were removed with no problems. The physician started to pull back the intermediate wire (which had not been jailed at all), the wire got stuck in the left main and the guide cath got sucked in; the guide cath was slowly pulled back along with the wire. At this point, the physician noted that the part of the wire in his hands was coming back but on the screen, it was clear that the tip of the wire was not moving. They discussed and agreed that they would take everything out slowly and snare the tip of the wire; while pulling everything back, the tip of the wire began to move, so it was clear that the tip was actually still attached to the wire. They continued to pull back slowly but the tip of the wire then separated from the rest of the wire and it now remains inside the patient in an external iliac artery. A snare was tried but retrieval was unsuccessful. No additional information was provided.

Event description:
Customer reported flap not opening correctly on left eye of one patient. They also reported in a follow up that patient had post-surgical astigmatism and vision loss due to the incomplete flap. Patient pre-op bcva = 1,0. Patient post-op ucva = 0,3.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balance middleweight guide wire noted blood visible on the core, coils, and polymer coating, which is consistent with the device being used inside the body. The core was separated 5 mm distal to the proximal solder and the intermediate coils had separated 1 mm distal to the proximal seal, confirming the reported separation. Scanning electron microscopy (sem) analysis of the returned portion of the guide wire revealed that the core failure was initiated by fatigue rupture. Beyond the fatigued regions the core fracture revealed dimples, which indicates ductile overload. The intermediate/proximal coils failure can be attributed to ductile overload. A guide wire tip separation of this nature may happen when the tip is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. Typically, the fracture site morphology shows the tip was exposed to forces consistent with those applied through pulling, torquing and/or manipulation. A guide wire being over pulled or over torqued would require the wire to be trapped, possibly within another device or in the anatomy in order to create the required forces to damage the wire as described. Any attempts to move the guide wire in a trapped state would have then likely resulted in the reported guide wire separation. It is possible the guide wire interacted with the stent or anatomy while it was being removed and became entangled and damaged and additional manipulation cause the wire to detach. No damage to the guide wire tip was reported prior to use, which would indicate that the damage was likely not pre-existing. An attempt to snare the detached tip was made but was unsuccessful. A review of the lot history record was performed and indicates that this lot met all manufacturing release requirements and there are no non-conforming material records associated with this lot. Based on the reported information the reported difficulties and tip separation appear to be related to the circumstances of the procedure and there is no indication of a product quality deficiency. Manufacturing performs a non destructive tip pull test on each wire, and performs 100% visual inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.